Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip prematurely deployed in the scope and was found when the scope was brushed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of clip entrapment.